Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced a blood glucose (bg) of 44 mg/dl and the cause was unknown. Customer addressed bg with juice and bg was 305 mg/dl at the time of report. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 45 mg/dl were recorded by continuous glucose monitor (cgm) during the date range provided. There were no erratic basal rate adjustments. User made bolus requests while still having insulin on board (iob). The user delivered a 4.61 unit bolus for 24 grams of carbohydrates and a bg of 223 mg/dl at 10:38 pm on 10/07/2018. Following the bolus the user¿s cgm trended downward until it dropped below the user¿s target range. The user then stopped insulin delivery at 12:52 am on (B)(6)/2018. It is possible the user overcorrected. Making bolus requests and still having insulin on board could lead to a low bg event.